Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient being revised (B)(6) 2021 due to traumatic fall and the result is a fractured ceramic femoral head. No delay. Initial surgery date: (B)(6) 2015; right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of a provided device photograph confirms the reported material fracture. A review of the device manufacturing records finds no deviations or anomalies. The reported traumatic fall sustained by the patient is suspected to have been the contributing factor. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Device history review: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect.